Event description:
It was reported that during central processing procedure, the mega suturecut needle driver instrument grasping tip was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the gear was observed broken from the instrument. No missing or detached material from portion of the device that enters the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip tip at the midpoint of grip. The missing piece was not returned. The complaint regarding grasping tip broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.